Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional h6 component code: g07002 - conforming additional information was requested and the following was obtained: * what is the event day and procedure date? (B)(6) 2020. Additional h3 investigation summary: four unopened samples of product code x41006, lot # me8dpks0 were received for evaluation. During the visual inspection of four unopened samples, no defects were found on the package. The samples were opened. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number me8dpks0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? Could you please confirm how many devices present breakage suture intra-op? Could you please confirm how many devices present fraying suture intra-op? Note: events reported in 2210968-2020-09704, 2210968-2020-09706, and 2210968-2020-09707.

Event description:
It was reported that a patient underwent a ligamentoplasty on an unknown date and suture was used. During the procedure, the suture had to be changed because it was frayed or broken. There were no adverse patient consequences reported. Additional information has been requested.